Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 599 mg/dl on one occasion, and on another occasion, it was 617 mg/dl. The customer declined troubleshooting for the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.